Event description:
It was reported that wire broke requiring intervention. The 30% stenosed target lesion was located in the carotid artery. A 190 cm filterwire was selected for use. During the procedure, upon deployment of the basket, the pusher wire was observed to have fractured and protruded through the side of the basket. The device was subsequently retrieved in two pieces with the assistance of a snare. There were no patient complications as a result of this event.